Event description:
A clinic reported six patients experienced corneal difficulty following cataract extraction surgery. This patient experienced corneal opacity, corneal endothelial cell injury, corneal edema, mild increased intraocular pressure (iop) and moderate mydriasis. She was treated with oral and ophthalmic steroid therapy. Patient outcome reported as "not recovered". Manufacturer report number for this patient is 3002037047-2007-00030. The other five reports being filed for this facility are, 3002037047-2007-00028, 3002037047-2007-00029, 3002037047-2007-00031, 3002037047-2007-00032, 3002037047-2007-00033.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation. This report mailed in to FDA on: 05/25/2007.